Manufacturer narrative:
A partial lead was returned in three pieces for investigation. Internal insulation abrasion breaching the right ventricular cable lumen was noted at 7.1-10.3 cm from the distal tip. Internal insulation abrasion breaching the ring electrode cable lumen was noted at 7.1-11.9 cm from the distal tip. External insulation abrasion was noted at 40.5-41.0 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. All other damages were consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, externalized conductors were observed on the right ventricular lead. The physician elected to explant and replace the lead and the patient was stable following.